Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the g5 mobile application is crashing and the transmitter is showing that it is unpaired from the smart device. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided. Review of the data log confirmed the reported event that the g5 mobile application is crashing and the transmitter is showing that it is unpaired from the smart device. A root cause could not be determined via data.